Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went on-site to replace the generator due to the energy issues. The fse replaced the e-200 generator in accordance with isi procedures, which resolved the issue. The system was tested and verified as ready for use. The generator has been received by isi; however, the failure analysis investigation has not been completed.

Event description:
It was reported that during a da vinci-assisted appendectomy, while using the vessel sealer extend (vse) instrument, the generator energy was insufficient. When energy was activated with the vse, the compression and energy was not applied as expected. A second vse was opened with no change. Due to insufficient energy application, a hemostatic agent was used to control bleeding. The procedure was completed robotically.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical inc. (Isi) received the e-200 generator associated with this complaint. Failure analysis did not confirm the reported event. The e-200 generator was visually inspected, where no issues were found. The unit was installed onto a system and powered on with no issues. The generator passed system drive testing and fixture testing.

Event description:
Refer to h11 for follow-up information.